Manufacturer narrative:
Concomitant medical products: microclave, ivp syringe, device syringe and broviac catheter. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when attaching the syringe to the "med tubing" to administer an ivp medication, a leak was noticed at the filter site. The medication line was attached to broviac 4.2 fr.catheter, placed at the baby's right chest wall. The facility went live a couple of months with the filter set however in the past 2 weeks, the nicu has noticed several filter extension set complaints. Although requested there was no indication from the customer of patient harm. The vent occurred in the nicu.

Manufacturer narrative:
The customer report of a leak at the filter site was confirmed. Visual inspection showed dried fluid residue within the filter component. Functional testing resulted in leaking from the top and bottom of the filter weld line. The root cause of the weld line leak was a supplier manufacturing issue of the filter component.

Event description:
The customer reported that when attaching the syringe to the "med tubing" to administer an ivp medication, a leak was noticed at the filter site. The medication line was attached to broviac ( 4.2 fr.) Catheter, placed at the baby's right chest wall. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested there was no indication from the customer of patient harm. The event occurred in nicu.